Manufacturer narrative:
Received one used list #142560488 primary plum set attached to a stopcock. As received, the inlet and outlet filter appeared to be wetted out with prior infustate. No additional damage or anomalies were observed. The set was leak tested per specifications. A leak was observed from the inlet and outlet filter of the inline filter. The complaint of leakage at the filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 05sep2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was reported the set was used solely for chemotherapy with flow rate not excessing 500ml/hr. There was leakage noted on filter. The set was replaced and therapy resumed. It was unknown if there was unprotected drug exposure to the patient or healthcare provider. The spill was cleaned per facility protocol. There was no patient harm reported.